Event description:
Pt was prepped for ect by placing a surgical cap over all her hair, washing her forehead with water and completely drying, then applying 3 drops of "pre tac" to gauze and cleansing the area again, allow it to air dry, then the thymatron electrodes were applied to the skin, taking special care that no hair was underneath the electrodes. When the electrical current was introduced by the physician, a slight burning odor and sparking noise was noted from the area of the electrodes (the right frontal area). Current was immediately cut off. The electrodes were gently removed and a small pin head sized point white lesion was noted where the electrode had been placed. Also noted a small round area of white burn on the tacky side of the electrode at the distal end where the wires enter the pad. The area on the skin corresponded to the burn area on the electrode pad.